Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. To resolve the reported issue, the interface (umbilical) cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has not been received by the manufacturer for evaluation.

Event description:
A site biomedical engineer reported that, while outside of a procedure, a frame rate error message appeared on the imaging system. The representative was able to use a standard cable to establish a good frame rate and upon re-connection of the interface (umbilical) cable. The issue could not be repeated. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect interface (umbilical) cable was returned to the manufacturer for analysis. The interface (umbilical) cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The system's pleora was also returned to manufacturer. Analysis of the returned pleora confirmed a failure as the issue was replicated during testing following attempts to take either 2d or 3d images.